Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient's blood glucose (bg) only read high on the meter today with large ketones with nausea. The patient was hospitalized for three days. The reporter stated that the healthcare professional (hcp) advised to give an injection to bring glucose down. The patient currently on lantus/novolog. The reporter stated that the glucose came down with injections. The reporter stated that the hcp advised converting to lantus/log at this time until pump accuracy can be verified. The patient was taken off the pump and started on injections. Customer support (cs) completed troubleshooting and there was no malfunction with the pump. Cs instructed the reporter to discuss with the hcp that the pump is functioning properly and to move forward. The reason for the adverse event has been attributed to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.